Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Stryker advised customer to remove the device from service as it reached the end of life and is unrepairable.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed.  There was no patient use associated with the reported event.